Event description:
User facility reported that following a novasure endometrial ablation in 2009, the pt was diagnosed with an infection due to escherichia coli. During follow-up the following month, the physician reported the pt returned to the ER approx 24 hours after a resection of an endometrial polyp and an uncomplicated endometrial ablation, with fever of 101 degrees fahrenheit and abdominal pain. Physical exam was negative for tenderness and rebound pain and a computed tomography (CT) scan showed no evidence of bowel injury. The next day her temperature was 103 degrees fahrenheit with "evidence of sepsis including elevated liver function tests and disseminated intravascular coagulopathy". Blood cultures were positive for escherichia coli. She was admitted to the ICU and given intravenous (IV) antibiotics. She improved and was discharged home (date unk) for a 2 week course of continued intravenous antibiotics.

Manufacturer narrative:
Device history record (DHR) and sterile lot records review could not be conducted for the disposable novasure device as a lot and serial number were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.